Event description:
It was reported that the patient had areas of skin irritation with redness, swelling, and pain; and even some postular drainage. It was unknown whether or not these areas represented indolent infections. The patient was seen by the infectious disease physician who recommended aspiration for culture and biopsy. Plain x-rays including ap and later imaging of the thoracic spine with markers overlying the two areas of irritation and tenderness were taken. There was no obvious drainage. There was no obvious significant fluctuant area. Two areas of redness and mild erythema which were tender to touch were noted. The patient was placed in a lateral position, prepped, and draped in the usual sterile fashion. A need was advanced in the most inferior area of irritation. Despite multiple attempted, no obvious fluid could be aspirated. Aspiration was again attempted unsuccessfully in the second lesion. A scalpel was then used to open the skin surface. A culture of the underlying tissue was taken, and a small piece of tissue was obtained for a biopsy. The cultures and biopsy specimen were sent in a sterile container for analysis. No patient treatment or outcome was reported.